Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-9501-06p humeral stem, an ar-9502f-36cpc suture cup, an ar-9503s-03 humeral insert, an ar-9564-2436-lat glenosphere, an ar-9560-24 baseplate, an ar-9561-35s central screw, (2)ar-9563-28 peripheral screw, and (2) ar-9563-20 peripheral screw, were explanted during a revision shoulder arthroplasty surgery on (B)(6) 2023. On (B)(6) 2022, the patient underwent original surgery. Then in (B)(6) 2023, the patient started to experience pain. Radiographs appeared to show some radiolucent lines around the baseplate. The patient did not report any falls or notable events. The infection type has not been confirmed. During the revision surgery, an ar-9150-21 ca humeral head and an ar-9100-05p monoblock stem were implanted as functional antibiotic spacers. Both procedures were performed by the same surgeon but at different facilities.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed based on the x-ray provided from the field. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.